Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin. Net with episodes of noise resulting in inappropriate automatic mode switch recorded by the implantable cardioverter defibrillator. It was determined that the noise was caused by over-sensing electromagnetic interference. Programming interventions were discussed; however, to adjustments were reported.